Manufacturer narrative:
(B)(4). Method: the complaint iw954 cosycot infant warmer and it's pcb was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: the customer reported that power fail alarm did not function. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. During manufacturing, fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in france, reported that after replacing the control pcb of an iw954 cosycot infant warmer, the power fail alarm did not function. There was no reported patient involvement.